Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user opened the package, it was noted a kink in the ureteral brush biopsy set. However, it was further noted that the coil was broken near the brush area. There were no adverse effects reported due to the event and no report of an additional procedure. A new product was used.